Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the acoustic lens was peeling on the ultrasonic gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely to have resulted from the application of external forces at the site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: safety precautions: handling and general precautions: warning: do not bend, bump, pull, twist, or drop the tip, insert, bend, operation, universal code, scope connector, ultrasonic cord, or ultrasonic connector of the endoscope with strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Olympus will continue to monitor field performance for this device.